Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported info.

Event description:
It was reported tenoglide was implanted for a flexor tendon repair and the patient developed a negative reaction and had reddish/brown discharge. Patient was taken back into surgery on (B)(6) 2014 and tenoglide was removed. Once removed, the tenoglide popped out of the wound in pieces. A culture was sent and results are pending. On (B)(6) 2014 add'l info was rec'd from the surgeon. The tenoglide implant surgery was performed on (B)(6) 2014 in the patient's left ring finger. On (B)(6) 2014 the patient had explant surgery to remove the tenoglide. The explanted tenoglide was sent for cultures; the results are pending at the date of this report. The patient rec'd treatment with antibiotics. On (B)(6) 2014, it was reported the surgeon stated the culture was negative and patient was doing well after (tenoglide) removal. Add'l info was requested by integra. On (B)(6) 2014, add'l info was rec'd. Patient had previous surgeries on (B)(6) 2013 and (B)(6) 2014 to repair the flexor tendon of his left middle finger. On (B)(6) 2014, patient was diagnosed with a failure of left ring finger jersey repair with post-operative rupture of flexor tendon. Tenoglide was implanted during this surgery. Patient rec'd treatment with keflex 500 mg three times a day for 10 days. Office notes from (B)(6) 2014: it was reported to date the patient's 'hand is now functioning correctly and although he does have a deficit in flexion at the dip joint of the ring finger is not changing the functioning of his hand or his ability to perform his job or home activities. His strength is better than expected immediately and will continue to improve. Given the fact that only the ring finger is affected it will not significantly change his ability to fly, have good strength or to control tools. At this point he does not have any limitations and this will not affect his ability to operate aircraft safely.'